Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as "possibly" due to a non-baxter product; however, the nurse could not confirm this, therefore the cause of the event was assessed as unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Twenty one days after the event onset, the patient's pd catheter was removed (current mode of dialysis therapy was not reported). At the time of this report, the patient had recovered from the peritonitis event. No additional information is available.